Event description:
Used a therma care heat wrap on lower back for 5-5 1/2 hours and was burnt on the hip on right side. The burn was the size of one of the pockets in the heat wrap. It was an xl back/hip wrap. That recommends to use 8 hours. The burn is infected and blistered. Very sore and red.